Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the fusion cvr (cardiotomy venous reservoir), the filter inside the reservoir became clogged, which resulted in reduced function in the areas where the sump and vent return to the circuit. The pump was operated for 6 hours and 30 minutes, and anticoagulant was administered at a lower dose than the standard due to the patient¿s inadequate response. It was noted that the extended pump run time and lower anticoagulant dose could have contributed to the issue, although the perfusionist stated that the device should maintain adequate performance under these conditions. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event.